Manufacturer narrative:
According to the customer, during a procedure the "cottonoid" count was "off", it was determined the component was not "radiopaque", and the "cottonoid" was unable to be found using an x-ray. The customer reported that the "missing cottonoid was eventually located and removed". The customer reported did not report any patient injury or impact related to the issue. No additional details are available related to the customer reported issue. The customer reported there was no serious injury or follow-up care required related to the reported incident. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, during a procedure the "cottonoid" count was "off", it was determined the component was not "radiopaque", and the "cottonoid" was unable to be found using an x-ray.